Event description:
It was reported that the patient had an initial hip procedure with oss device implanted. Subsequently, the patient is being considered for a revision of the oss on an unknown date due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.